Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This information was captured based on literature review: a retrospective analysis was performed to evaluate feasibility, safety, and efficacy of percutaneous arterial access site closure after transfemoral, transcatheter aortic valve implantation (tf-tavi) using a single, commercially available six french monofilament suture-mediated vascular closure device (vcd) in preclosure- technique. Patient number: (B)(6). Description of event: common femoral artery stenosis with relevant impairment of blood flow. Stenosis on quantitative vessel analysis: 96%. Duration of follow-up (months): 21. Treatment /outcome: pta (recovered without sequelae). No additional information provided.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event and therapy estimated as date of publication, (B)(6) 2012.